Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. The device was returned for evaluation; the event was confirmed during testing. The device was found to be affected by a worn motor and cable assembly. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes (B)(4) malfunction event in which the device was running in the wrong mode. There was no patient involvement; no patient impact.